Event description:
It was reported that the shock lead impedance was high, out-of-range at above 200 ohms. Boston scientific technical services (ts) was contacted, and ts saw the impedance was variable. The device and leads remain in service. No adverse patient effects were reported.